Event description:
The patient reported that her infusion set tubing split at the luer lock, while at work. The patient's blood glucose did elevate to 269mg/dl. The patient's normal blood glucose range is 70-120 mg/dl. The patient did not have a replacement tubing while at work, so the patient went to her doctor's office and received and injection from her doctor to bring her blood glucose down. Once the patient was able to change out her infusion set tubing, she was able to give herself a bolus to further reduce her blood glucose. The patient reported that her blood glucose returned to normal and has not had any more problems with her infusion set. The patient also reported that the next morning her blood glucose dropped to 49mg/dl. The patient ate a cookie to bring her blood glucose back up. The patient stated that she tends not to be patient when her blood glucose goes high and thinks she gives herself too much insulin; therefore, it is not unusual for her blood glucose level to drop after treating herself for the high blood glucose. No product will be returned for evaluation.

Manufacturer narrative:
H:6 no products will be returned for evaluation.